Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a patient, who underwent a novasure endometrial ablation, returned to the physician one month later reporting that she had developed an infection post-operatively. The physician noted that "I saw the patient sometime in the summer and discharged her as she was completely well." No intervention was needed. No additional information was received.